Event description:
Rptr feels that there are design flaws in this device that may lead to pt compromise. 1. There is no number or device or product literature to call for help. 2. There is no way for nurses to evaluate the amount of medication administered per shift. 3. There is no lockout mechanism to prevent pt from overdosing "themself". The medication that comes with the device is marcaine and is provided in 50 mg/50 cc bags. The pt has four options of dose depending on how far they depress the button, 1, 2, 3, and 4 mg doses. However, as there is no lock-out the pt can give as many doses as they wish, with no time in between. They can feasibly administer the entire 50 mg's at once. This facility is not sure how the device came to be used at their institution but found it in place on pt after their return from arthroscopic surgery and were provided no instructions for use. 4. As this is intended to be administered into the subcutaneous tissue, but is being marketed toward orthopedic surgeon for use in arthroscopic surgery, the rptr is also conerned that surgeons may also be inserting the catheters intraarticularly. Additionally, the rptr states she has seen a number of vacuum and/or spring driven pca devices coming out, she believes, as a solution to the high cost of conventional computerized pca pumps.